Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were harder to press, buttons were press more than twice. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. Customer reported that the insulin pump had diminished battery life, rejected batteries and had to changed settings with new batteries. The device will not be returned for analysis.